Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for evaluation. The repair report indicates: motor too loud - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual the root cause of this failure is the short in the motor cable. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 8-7-2017 and passed all functional testing before being returned to the customer. No further investigation is required. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the micro tornado handpiece with hand control device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred on 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.